Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer states that the hanger is broken off on the right side frame.

Manufacturer narrative:
The device was returned and it was found that it was missing the hinge pins.

Event description:
Dealer states that the hanger is broken off on the right side frame.